Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During procedure, the right ventricular (rv) lead helix would not penetrate the target area and was found to be deformed. The lead was not used and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. X-ray inspection of the inner coil found no anomaly at the connector region. X-ray examination of the helix mechanism found the helix extended/bent consistent with procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and helix bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.